Manufacturer narrative:
The device was not returned to zoll medical corporation. The customer indicated that the reported issue has not reoccurred and that the device successfully passed all of their onsite tests without issues. The device was returned to service.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to monitor a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.